Manufacturer narrative:
(B)(4). The customer reported that the device would lock up (stop operation) during the beginning of the charge test segment of the operational check. There was no report of pt involvement or negative pt impact. Philips evaluated the device and confirmed the malfunction. The malfunction was resolved by replacement of the processor pca and reloading the software.

Event description:
The customer reported that the device would lock up (stop operation) during the beginning of the charge test segment of the operational check. There was no report of pt involvement or negative pt impact.